Event description:
It was reported that the patient presented in the hospital. Upon review, the pacemaker was noted to be in telemetry lockout and exhibited premature battery depletion. No intervention was performed. The patient condition was stable and being monitored.